Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for high superior vena cava (svc) coil impedance. The svc coil impedance alert was programmed off. The rv lead remains in use. No patient complications have been reported as a result of this event.